Manufacturer narrative:
The event of necrosis is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: necrosis.

Event description:
Healthcare professional reported, per device, tracking right side "fat necrosis". Device has been explanted.